Event description:
It was reported to aesculap inc. That an activl device (part # unknown) was implanted during a procedure performed on an unknown date. According to the complainant, the patient underwent a revision due to subsidence/migration of the activl implant. Additional information was not provided. Further details have been requested. The adverse event is filed under aic reference (B)(4). Associated medwatch-reports: 2916714-2022-00094 (400567625 - ae-qas-sp42), 2916714-2022-00095 (400567626 - ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
Investigation complete.

Manufacturer narrative:
Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.